Event description:
On (B) (6) 2010, patient reported she suffers from extreme low to extreme high blood glucose. Patient stated she has been like this for the past 12 years. Patient reported this is not product related; this is just her own body. Patient stated she is a very brittle diabetic. Patient reported her readings have dropped down to the 20's mg/dl and have gone up to over 600 mg/dl. Patient stated at times she has required outside medical attention. Patient reported that there have been occasions where she passes out and has required the assistance of paramedics. Patient's normal blood glucose range is 150-180 mg/dl. Patient reported she treats her highs by giving herself some more insulin and resting; and she treats her lows by eating sugar in milk, pure sugar and honey, candy or cookies. Patient stated she experiences both highs and lows on the same day almost on a daily basis. Patient reported she will be going on a professional version of a continuous glucose monitoring system today and was hoping to be able to download her infusion device and meter. Patient stated her infusion device is working properly. Submitted request for training assistance. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.